Event description:
The patient stated he has stopped using v-go for about the last 2 or 3 months due to the v-go coming off. The patient said he had 8 or 10 v-go devices that would come loose and be pricking him during the day. The patient works in construction and would be sweating.